Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following information for each individual patient that experienced an adverse event from the use of an ethicon product. If no specific information can be provided, please let us know and we will update the file accordingly. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent a total thyroidectomy with central lymph node dissection and/or modified radical neck dissection procedure on unknown date and the absorbable adhesive barrier was applied prior to skin closure to cover the trachea and the strap muscle to block adhesion between the overlying, subcutaneous fat layer and the strap muscle fascia. Following the procedure, the patient possibly experienced following postoperative complications such as transient hypocalcemia, permanent hypocalcemia, transient vocal cord palsy or permanent vocal cord palsy. It was also possible that the patient recovered normal voice, but not recover the full motility of vocal cord compared to preoperative status at the 9th month follow-up. In addition to skin adhesion to cricothyroid muscle, the adhesion around the recurrent laryngeal nerve could be the cause of postoperative voice problems. It was also reported that absorbable adhesive barrier appeared to be safe and effective in improving neck discomfort at early postoperative periods and preventing skin adhesion to the trachea six months after thyroidectomy. Additional information has been requested.